Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2027).

Event description:
It was reported that during a port placement procedure for chemotherapy treatment via the internal jugular vein, the guide wire was allegedly did not pass through the needle tip and the needle tip was allegedly fractured. It was further reported that the puncture needle was removed with guide wire. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure for chemotherapy treatment via the internal jugular vein, the guide wire was allegedly did not pass through the needle tip and the needle tip was allegedly fractured. It was further reported that the puncture needle was removed with guide wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port, one catheter, two cath-locks, one vein pick, one introducer needle, one tunneler, one 10.0fr peel-apart sheath and vessel dilator and one j-tip guidewire loaded into one guidewire hoop were returned for sample evaluation and two electronic photos were provided for review. The first photo shows one product label and the second photo shows one product tray containing one dilator sheath, one tunneler, one introducer needle, one guidewire along with the hoop and one vein pick. Visual, microscopic visual and dimensional evaluations were performed. Uncoiling was noted in a distal end bent portion of the guidewire. No core wires were protruding the uncoiled portion of the guidewire. The j-tip of the guidewire was noted to be bent. The termination of the flat core wire was observed to be granular. Therefore, the investigation is confirmed for reported fracture and identified stretched, material separation and deformation issue. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.